Manufacturer narrative:
Product analysis: the product remains implanted and will not be available for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observations.

Event description:
Medtronic received information that approximately eleven years, two months post implant of this bioprosthetic valve in a pediatric patient, this device was replaced valve-in-valve with a transcatheter bioprosthetic pulmonic valve after the patient presented with regurgitation. Echocardiogram showed a regurgitant jet measured at 4 meters/second (m/s), and mild pulmonary insufficiency. Following the replacement procedure, the patient presented with a mild fever; the patient was observed and discharged home. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.